Event description:
Information received from turner et al. Onyx embolization of an avulsed thalamoperforator following endoscopic colloid cyst and lamina terminalis fenestration. Bmj case rep 2014. Post onyx embolization, control angiography demonstrated no active extravasation or opacification of the target vessel. Post-procedure, the patient had a prolonged hospitalization course, requiring external ventricular drainage due to the intraventricular hemorrhage. The patient was eventually shunted and discharged to a rehabilitation facility. Prior to the procedure, the patient presented with headaches and was found to have a colloid cyst in the third ventricle and ventriculomegaly. The patient underwent endoscopic colloid cyst resection and third ventriculostomy without incidence. Prior to emergence, a blown right pupil was acutely noted, and bright red blood emanated from the ventricular drain that was routinely placed in the endoscopy tract at the conclusion of the procedure. CT (computed tomography) angiography demonstrated active extravasation from the pre-pontine cistern into the third ventricle and subarachnoid space. Emergency dsa (digital subtraction angiography) confirmed active extravasation from an avulsed thalamoperforator arising from the proximal right p1 posterior cerebral artery, which was immediately embolized without incident.

Manufacturer narrative:
This report was created to capture the post procedure complication. All the information was received from turner et al. Onyx embolization of an avulsed thalamoperforator following endoscopic colloid cyst and lamina terminalis fenestration. Bmj case rep 2014. (B)(4).